Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device did not perform as expected. All components were removed and replaced with an ambicor penile prosthesis (app). No anomalies were observed in the explanted prosthesis upon removal. There were no patient complications.